Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 481 mg/dl at the time of incident and current blood glucose level was 473 mg/dl. The customer assisted with troubleshoot for high blood glucose. The customer treated with manual injection and insulin pump for high blood glucose. Customer reports the nausea symptoms related to high blood glucose. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer does not allege pump was under delivering. Customer reports bolus wizard was programmed accurately. Customer reports pump was not worn during a medical procedure or test around magnetic resonance imaging. Customer's outcome pertaining to the complaint. The insulin pump will not be returned for analysis.